Manufacturer narrative:
A ge rep evaluated the system but was unable to duplicate reported problem. Reloaded software, config and cal files, reformatted cine drive. System functioned as intended.

Event description:
Customer reported the system intermittently will not save images, and the right monitor locks up. No pt injury was reported.